Manufacturer narrative:
A2. Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified below the knee artery. A 2mm x 40mm x 145cm coyote es balloon was advanced for dilatation. However, upon first inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.